Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿reduced survival for uncemented compared to cemented total hip arthroplasty after operatively treated acetabular fractures¿ by john clarke-jenssen, et al, published by injury: international journal for the care of the injured (2017), vol. 48, pp. 2532-2539, was reviewed. The aim of the present study was to investigate the medium to long term implant survival and clinical results of a secondary tha after orif for acetabular fractures and to investigate any differences between cemented and uncemented components. The studied thas were implanted in 1993. The authors used implants from a variety of manufacturers. The authors provide information for the 11 patients who required revisions or reoperations. Patient 4 is excluded from this complaint because they were implanted with competitor products. The remaining 10 patients are detailed in the attached guidance document labeled case 1 through case 10. Case 1 is included on the parent (B)(4) and the remaining cases are linked to this parent pc. Information regarding the implanted depuy products and associated adverse events are detailed in each case report. The cement used for cemented products was a competitor product. The competitor products are excluded from this complaint. Patient implanted with cemented charnley elite cup and charnley stem paired with a cocr femoral had a total revision of the cup, head, and stem due to charnley stem fracture. There was no reported product problem with the cup an head that were explanted. The cement used was manufactured by a competitor.